Event description:
Boston scientific received information that shortly after implant, this right atrial (ra) lead had dislodged into the ventricle. It was noted that during the implant, the physician did not pull the slack out of the lead before screwing helix into tissue. The lead was repositioned successfully with no adverse patient effects reported. The lead was repositioned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.